Event description:
Customer reported that approximately one month prior to calling customer service on (B)(6) 2013, she received a reading of 166 mg/dl on her adc blood glucose meter, which was higher than a subsequent reading of 66 mg/dl received by a paramedic. Customer further reported that after receiving the reading of 166 mg/dl, she went to the grocery store but then experienced a loss of consciousness. Paramedics were called and upon arrival obtained a reading of 66 mg/dl on an unknown brand of meter. Customer was given a glucose tablet and refused transport to a healthcare facility. No self-treatment was reported. It is unknown precisely how much time had elapsed between the two readings. Customer declined to continue troubleshooting, so no further information will be available. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. Additionally, the serial number of the meter is unknown. Therefore, the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.